Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose (bg) was 384 mg/dl.